Manufacturer narrative:
Event date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had their device replaced in (B)(6) 2017 due to normal battery depletion. He states her current one does not seem to work as well as her old one. Caller reported it worked well at first and then (B)(6) 2017 he noticed the patient shaking becomes terrible and feels like it has progressively worsen. Caller does not know if it is the device or if it is just her condition that has worsen. They have tried to increase stimulation but that does not seem to help. No further complications were reported or anticipated with this event.